Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted. A second cds was advanced; however, during positioning of the clip a clot was noted on the clip. The cds was pulled out of the sgc while aspirating and the clot remained attached to the clip. Additional heparin was given to the patient. A new cds was used to complete the procedure. Two clips implanted reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned. In this case, there was no reported device malfunction associated with the clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A definitive cause for the reported patient effect of thrombosis could not be determined. Based on the information reviewed, a definitive cause for the reported patient effect of thrombosis could not be determined. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.